Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump that infused 12 hours worth of medication in 6 hours cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. Additional information: a device history review was performed with no exceptions during manufacturing found. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a malfunction of "the pump infused 12 hours worth of medication in 6 hours. The occurred during patient use in the medical surgery department. There were no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.